Event description:
The customer returned the device stating, "an issue with battery compartment". During device evaluation it was found the damaged battery compartment and damaged (detach) downstream occlusion (dso) seal.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found damaged (detach) downstream occlusion (dso) seal, damaged battery compartment. The customer reported issue was confirmed/duplicated. The service history review had no indication that the complaint was related to a service of the device within the review period. The dso seal and battery compartment were replaced with new ones. The functional test was performed, and the device passed all functional testing after repair.